Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive during a series of alarms. The pt had not previously reported button unresponsiveness and she did not report any visible keypad damage. She stated that the pump emitted an alarm and the home page was visible on the display screen. The pump did not respond when she pressed buttons on the keypad; it continued to beep. She rebooted the pump with same battery (one week old battery - energizer ultimate lithium aa battery), the pump beeped once without any display. The pt rebooted the pump a second time with a new battery; again the pump beeped once without any display. She attempted to reset the display contrast with button presses as instructed by customer support; she heard no beep and no display was visible. She reported that there were no cracks near the battery compartment and the threads inside the pump are intact. The battery cap is secure and intact; the o-ring is not visible. The pt denied blood glucose excursions related to this issue.